Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. Programming changes were made. Patient was stable.